Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump is beeping with nothing on the screen. After switching tubing, the infusion was able to be restarted and the pump stopped beeping. No patient injury reported.

Manufacturer narrative:
Updated h6: health effects - health impact. No product was returned. The investigation determined the most probable cause to be due to the pump's lcd and printed wire assembly board not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).